Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: csk-tc10 lot: 112315 description: csk tc electrode, 10cm quantity: a total of (B)(4) csk-tc10 electrodes - both with lot 112315.

Event description:
A report was received that two csk-tc10 electrodes (both lot 112315) had broken wires off from the hub.

Manufacturer narrative:
The devices were returned for analysis and the shafts of both electrodes were found to be completely separated from the hub due to excessive external mechanical force. The shafts were not returned for analysis. The functional test could not be performed due to the separated shafts.

Event description:
A report was received that two csk-tc10 electrodes (both lot 112315) had broken wires off from the hub.